Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited the knob wire/forceps elevator wire had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, the foreign object could not be identified. Therefore, a definitive root cause could not be determined. The instruction manual for gf-uct180 states, the correct reprocessing procedures to prevent the event in chapter 6: compatible reprocessing methods and chemical agents. And chapter 7: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.